Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal. Bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding and pelvic pain. Previously administered products included for an unreported indication: ortho tri-cyclen from 2000 to 2012. Concurrent conditions included paratubal cyst. Concomitant products included ibuprofen since 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and panic attack ("psychological or psychiatric problems condition: panic attacks"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and pelvic pain ("pain"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), migraine ("migraines / headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("back pain"), intermenstrual bleeding ("menorrhagia (bleeding b/w periods)"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding") and medical device discomfort ("when I bend over I can feel it."). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, back pain, heavy menstrual bleeding, intermenstrual bleeding, fatigue, headache, weight increased, panic attack, migraine, alopecia, pelvic pain, vulvovaginal pain and medical device discomfort outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, medical device discomfort, migraine, panic attack, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had currently planning for essure removal. Discrepancy noted in insertion date. In previous follow up it was reported as (B)(6) 2006 and as per current follow up it was reported as (B)(6) 2012 and in same pfs as per insertion details (mr): (B)(6) 2012. Date of insertion: (B)(6) 2012 (discrepancy noted per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. They said that the essure coils were good. Imaging procedure - on an unknown date: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporters, removal surgery, concurrent conditions names were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.